Event description:
It was reported that it was unable to pace from the beginning of use. The cable was replaced but the problem was not solved. Another catheter was used and then the problem was solved. There were no patient complications reported.

Manufacturer narrative:
The catheter was received with an attached monoject 1.3cc limited volume syringe. Examination revealed that the catheter tip under the balloon appeared slightly kinked. There was no visible damage or defect observed from the balloon, windings, and the returned syringe. Continuity testing confirmed a full open condition of the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. The distal leadwire was found to be broken around the distal electrode. The balloon inflated clearly and concentrically with 1.3 cc air and remained inflated for 5 minutes without leakage observed. A review of the manufacturing records indicated that the product met specifications upon release. The report of pacing issue was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.